Event description:
It was reported that the patient complained of feeling a 'shocking' sensation in the left arm over the past month, and that the patient's spouse could feel it as well when touching the patient. The patient's spouse also mentioned being able to hear the device 'hum.' The clinician could neither feel nor hear what the patient was describing. Follow up was attempted for additional information, but was unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.